Event description:
It was reported that the patient presented to the clinic after hearing an alarm tone. A device interrogation indicated a power on reset (por) had occurred. The physician chose to "cancel" the reset and noted the device performed as expected following the interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).